Event description:
The patient called lfs and alleged the one touch ii meter was giving a redo check message. Medical affairs specialist mailed a letter, since the patient could not be reached. No readings were obtained at the time of the occurrence and no symptoms of high or low blood sugar were reported. The customer service representative walked through the troubleshooting and the redo check message still appeared. Check strip is less than a year old. The patient stated they were treated by a medical professional and received glucose. The test strips and meter were replaced and return requested on the meter. Based on insufficient information it is unknown whether the meter contributed to an adverse event. There is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.